Event description:
It was reported that during the trial procedure, the patient was bleeding beyond normal after the initial toury needle was inserted. The physician aborted the case and was able to control the bleeding. The physician confirmed that the issue was not device or procedure related. The patient was doing well postoperatively and was referred to the hematology department. The lead was discarded by the medical facility.